Manufacturer narrative:
(B)(4). Reference manufacturer report # (B)(4) for the 1st device used in the same case. (B)(4).

Event description:
According to the reporter, after an initial reload was stuck and had staples removed the tissue got stuck with the clamp cover and was pushed out till the tip of the reload. A new device was opened to continue the surgery. The device worked fine. The procedure was a laparoscopic right hemicolectomy. The UDI number of the device is not available. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. Nothing fell into the patient's cavity. The device was removed from the tissue by force and tissue damage was caused. Oozing bleeding occurred as a result of the issue. Female patient 73 the patient weight is not available. The device was not reprocessed/re-sterilized prior to use.